Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 430mg/dl, and she was treated with manual injections. The customer stated that she was vomiting. Troubleshooting was performed. The customer mentioned that she was wearing the insulin pump at time of her admission, and she is not sure when the device was removed. The caller stated that she has issues with the numbers ramping up on their own for the past two weeks. Advised the customer that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed functional testing including displacement test, rewind, basic occlusion, and occlusion tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.